Manufacturer narrative:
(B)(4).

Event description:
Procedure: hysterectomy. According to the reporter: during the procedure, the surgeon was using the device to hold back the liver. When the surgeon attempted to move the instrument off the liver (by minimizing the fingers) the instrument broke at the neck of the handle. There was no harm to pt. The surgeon was aware of how to manipulate and alter the instrument. This event did not extend the case.